Event description:
On 11/24/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The following day (11/25/1998) the pt complained of tenderness at the groin site. On 11/30/1998 the pt was noted to have swelling consistent with cellulitis and brownish discharge from the area. On 12/01/1998 the pt was readmitted to the hosp where an ultrasound was performed which indicated that the pt had an abscess, and she was therefore started on intravenous antibiotics (ancef). Cultures were taken which later grew staph aureus. On 12/02/1998 the pt underwent an incision and drainage (I&d). The angio-seal was not removed, as the infection was identified to be contained within the superficial tract. As of 12/31/1998 there has been no report to the MFR of further complication or pt sequelae.